Event description:
The reporter stated that the product is leaking at the connection of the stopcock to the tubing. During eval of the returned product it was discovered the tubing had separated from the stopcock. No further info associated with this event available.